Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to end of service. The lead was also replaced during the procedure for unknown reasons. Follow-up revealed that the patient¿s lead was replaced due to a suspected lead break. The handheld device showed that system diagnostic results showed lead impedance within normal limits (dc dc ¿ 2) on the day of surgery. The discharge summary states that only the generator was replaced during the procedure. The explanted generator was returned to the manufacturer for analysis. There was no indication from the device that an end of service condition existed. The device performed according to functional specifications. The explanting facility discarded the explanted lead; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.